Manufacturer narrative:
The serial number for the device was not provided. Covidien reference: (B)(4).

Event description:
Covidien received information stating that before patient use, the pressure gauge/positive end expiratory pressure check was performed and the auto trigger was activated. When the settings were changed from -1cmh20 to -3cmh20, the trigger did not get activated. The patient was then placed on the unit and the unit auto triggered several times. The patient was transferred to another ventilator. There were no negative patient consequences reported.